Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Additional information: an actual sample arrived in an opened pouch unprimed. The sample was removed from the pouch. This showed that the tubing had separated from the drip chamber. Closer visual inspection under a microscope showed that there was no solvent plow ridge or residue visible on the tubing end. The remaining solvent bond junctions were then pull tested with no failure noted. The complaint will be confirmed; however the cause of this condition was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter product surveillance of an interlink set in which the drip chamber pulled off the tubing when the set was removed from the set package before use. There was no patient injury or medical intervention necessary. No additional information is available.